Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting high impedance issues. It was confirmed that the lead was fractured. A new rv was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field h6: device codes

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting high out of range pacing impedance measurements. It was confirmed that the lead was fractured. A new rv was implanted instead. No additional adverse patient effects were reported.